Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that during surgery setup, after port training the visualisation bedside unit, the cart height adjustment led along with the cart brake led were blinking and the manual camera mode on the surgeon console screen was blinking continuously. Backup visualisation bedside unit was used and the surgery was completed successfully with versius surgical system. After the surgery, the bedside unit was inspected and the issue was reproduced intermittently with two camera heads. The distal joint was replaced and subsequently the unit functioned normally. No harm was reported in relation to this event. At the time of this report, no further information has been provided.